Event description:
Aga medical was notified of an attempt to close a secundum atrial septal defect in a pt. The defect measured 16mm using a numed balloon, so an 18mm asd device and a 9f-delivery was used. Several attempts were made to position the device, with the device withdrawn back into the sheath each time. When retracked for the third time, the device separated and embolized to the left atrium and wedged in the mitral valve. The device was then withdrawn into the right atrium; however, before a snare was placed, the device embolized into the right ventricle. The pt was sent to the or for surgical repair and removal of the device with no untoward consequences. The physician stated that he felt the device gradually became unscrewed during the multiple attempts at positioning. The device was retained by the physician.